Manufacturer narrative:
Per good faith effort (gfe), no repairs were completed by the field service engineer as the customer declined service and repair. It was confirmed that the device had a black screen and pressure sensor calibration failure. It was confirmed that the issue was observed before therapy and required a swap. The hospital informed that the device passed required performance verification tests per philips standards the equipment had returned to normal use, but did not give details of the repair, no further information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the patient was admitted to the hospital due to ""repeated wheezing and shortness of breath for 2 months, worsening for 1 week". In order to improve the patient's hypoxia symptoms, a ventilator assisted breathing (st mode: ipap: 12cmh20, epap: 6cmh20, oxygen concentration: 55%) was used according to the doctor's advice. During use, the ventilator alarmed that the proximal pressure sensor had failed to automatically zero and needed to be replaced. There was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
E: (B)(6).